Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed pain near the pump site, followed by edema and inflammation. The patient was started on antibiotic therapy, but the condition progressed to erosion and exteriorization of the pump through the right labia majora. Clinical evaluation confirmed a localized infection at the pump site. A surgical procedure was performed in which the device was removed as an emergency intervention. There were no further patient complications reported.